Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported reservoir holder has chipped off. The customer reported no adverse event. The event involved product(s)mmt-1880l. Troubleshooting was performed and found the crack was on reservoir retainer ring. The customer confirmed reservoir able to lock in place when inserted into pump. No harm requiring medical intervention was reported. Product return is required for mmt-1880l.

Manufacturer narrative:
P-cap locks properly into reservoir, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, partially broken retainer. In summary, customers alleged cosmetic damage located at the retainer ring was confirmed by visual inspection where a partially broken retainer ring was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.